Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that 2-3 years following an intraocular lens (iol) implant procedure, the patient experienced mild inflammation which required steroid medication treatment. The involved eye recovered. The lens remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that a black spot was observed on the lens surface five months postoperative. Three months later, the patient experienced uveitis like symptoms. The symptoms are improving. According to the surgeon, the causality relationship with the iol is unrelated. The possible cause is an atypical mycobacterial infection.